Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified (cracked touch screen).

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 248 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.